Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be a duplicate of 6000001-2011-38016. All reporting information regarding this event will be addressed in 6000001-2011-38016.

Event description:
The facility reported a colleague infusion pump that overinfused, resulting in patient injury and required monitoring for bleeding. The event was reported to have occurred during delivery in the cardiac lab. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.